Event description:
Subsequent to the initially filed medwatch reports, a user facility medwatch (medsun) report #(B)(4) was received stating: "describe the event or problem: multiple perclose devices consistently breaking prior to opening reported by care team. What was the original intended procedure: eps/cryoblation pvi. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable." Subsequent to the initially filed medwatch reports, a user facility medwatch was received. It was confirmed that the initial reported information for this event was correct.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medsun report (B)(4). Corrections: e4 - initial report sent to FDA updated from no to yes. G2 - report source updated from health professional, company representative to health professional, company representative, user facility.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of bilateral common femoral veins using the pre-close technique prior to an electrophysiology ablation (ep) interventional procedure. A 6f sheath was used in the right common femoral vein (rcfv). The sutures of one proglide were succesfully pre-placed in the rcfv. An attempt was made with other proglides; however, a cuff miss [suture retrieval issue] was noticed with two proglide devices in a row. The sutures of a new proglide were successfully pre-placed. The sheath was upsized to a 15f sheath in the rcfv. An attempt was made in the left common femoral vein (lcfv) with a proglde using a 10f sheath; however, a cuff miss [suture retrieval issue] was noticed. The sutures of a prostyle device were then pre-placed successfully in the lcfv. The ep ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfv and the prostyle sutures in the lcfv. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.